Event description:
The facility's biomed reported an infusion pump with a 812:02 failure code that was found during biomed testing. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event.